Event description:
Customer alleged obtaining discrepant blood glucose results of 522 mg/dl back to back with a 209 mg/dl result when testing was performed less than 10 minutes apart on the advantage system. Customer reported experiencing high blood glucose symptoms of frequent urination and dry mouth. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.